Manufacturer narrative:
Manufacturer¿s investigation conclusion:the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, no product was returned for further analysis. On (B)(6) 2025 at 6:47:56, data consistent with a loss of ac power was observed while connected to the mpu due to both white and black lead relative state of charge (rsoc) voltages diminishing to ~0 volts. A no external power alarm was observed starting at 6:48:00 and cleared on its own at 6:48:12 shortly after external power was restored. The backup battery was able to provide power to the system controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The root cause of the reported event was determined to be due to a facility power outage.the device history record for the mobile power unit (serial number 20383700) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on 02oct2024.the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.heartmate 3 instructions for use (rev. C) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage.heartmate 3 patient handbook (rev. D) section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu.heartmate 3 instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage.no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient lost power to their home on the day of the no external power event. It was noted that the patient has a v-lock connector on their ac power cord.

Event description:
It was reported that a no external power event was recorded on 16jun2025 6:47:56 while connected to mobile power unit power. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.